Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was unable to get a cartridge to be accepted by the pump. There was no reported impact to the user's blood glucose level. Reportedly, the user did not troubleshoot the reported issue.